Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). When performing a display check of the meter, the reporter stated that she could see the numbers in the results field were too faint to read. This issue could possibly lead to a result misinterpretation. No actual result misinterpretation was reported. The reporter stated she could not see the code number flashing on the screen in order to start testing.

Manufacturer narrative:
No product was returned for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.